Event description:
It was reported to boston scientific corporation that an endostat iii foot switch was used during a procedure (procedure name and date unknown). According to the complainant, two screws on the bottom of the foot switch became loose and snapped, which made it difficult for the physician to depress the pedal during the procedure. No issues were reported with the actual delivery of rf energy. The procedure was completed with this device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(B)(4).

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.